Event description:
It was reported that a balloon rupture occurred. The stenosed target lesion was located in a moderately calcified and moderately tortuous mid right coronary artery (rca). A 2.50mm x 15mm emerge catheter balloon was selected to dilate the lesion. The balloon ruptured at 10 atms at an unspecified number of inflations. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis consisting of an emerge balloon catheter with no original packaging. There was blood and contrast in the inflation lumen. Examination under magnification revealed a longitudinal tear over the 9mm long across the balloon body. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The stenosed target lesion was located in a moderately calcified and moderately tortuous mid right coronary artery (rca). A 2.50mm x 15mm emerge¿ catheter balloon was selected to dilate the lesion. The balloon ruptured at 10 atms at an unspecified number of inflations. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's condition is good.